Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for two high rate non sustained episodes, over thirty sensing integrity counter (sic) counts, undersensing and undersensing on ventricular arrhythmias. Follow up was conducted and the physician noted they were unaware of the lead alert and that they did not complete any intervention. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.